Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease'), tubo-ovarian abscess ('tubo-ovarian abscess'), pelvic infection ('pelvic infection'), genital haemorrhage ('gen. Abnormal bleed') and cyst ('cysts') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tenderness, ventral hernia repair, obesity, hypothyroidism, opioid abuse, gonorrhea and flank pain. Concurrent conditions included low back pain, chest pain, allergic reaction to bee sting, throat tightness, redness, cellulitis, rash, vomiting, urinary tract infection, lower abdominal pain, cramp in lower abdomen, fever, chills, dysuria, hematuria, constipation chronic, ovarian cyst, bipolar I disorder, hypertension, migraine, headache, vaginal discharge, hernia repair, weight loss, leukocytosis, tobacco abuse, chronic bronchitis, carpal tunnel syndrome, cyst rupture, hemorrhagic cyst, ventral hernia repair, back pain, decreased appetite, edema, nabothian cyst, upper respiratory infection, cough, ear pain, runny nose, otitis and right lower quadrant pain. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), antibiotics, cefepime, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, morphine, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) from (B)(6) 2004 to (B)(6) 2015. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain, pain."), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"), back pain ("back pain"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with carbamazepine (carbamazepin), venlafaxine and surgery (removal surgery scheduled on (B)(6) 2015 and on (B)(6) 015: unilateral salpingooophorectomy right side). At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, pelvic infection, cyst, vaginal hemorrhage, depression, anxiety, nausea, fatigue, alopecia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, fatigue, genital hemorrhage, menorrhagia, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, vaginal hemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: she did not undergo essure confirmation test. Removal details :- (B)(6) 2015: unilateral salpingooophorectomy - right side. Insertion date discrepancy noted- (B)(6) 2004,(B)(6) 2002. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2002: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: pelvic inflammatory disease, pelvic infection, vaginal bleeding, menorrhagia, depression, metal anguish, abdominal pain, tubo-ovarian abscess and pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events added- back pain, gen. Abnormal bleed, fatigue, hair loss, other, weight gain, cysts. Outcome for previously added events pelvic pain, abnormal bleeding (menorrhagia) was updated to recovered / resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease'), tubo-ovarian abscess ('tubo-ovarian abscess'), pelvic infection ('pelvic infection'), genital haemorrhage ('gen. Abnormal bleed') and cyst ('cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tenderness, ventral hernia repair, obesity, hypothyroidism, opioid abuse, gonorrhea and flank pain. Concurrent conditions included low back pain, chest pain, allergic reaction to bee sting, throat tightness, redness, cellulitis, rash, vomiting, urinary tract infection, lower abdominal pain, cramp in lower abdomen, fever, chills, dysuria, hematuria, constipation chronic, ovarian cyst, bipolar I disorder, hypertension, migraine, headache, vaginal discharge, hernia repair, weight loss, leukocytosis, tobacco abuse, chronic bronchitis, carpal tunnel syndrome, cyst rupture, hemorrhagic cyst, ventral hernia repair, back pain, decreased appetite, edema, nabothian cyst, upper respiratory infection, cough, ear pain, runny nose, otitis and right lower quadrant pain. Concomitant products included amoxicillin, amoxicillin;clavulanic acid (augmentin), antibiotics, cefepime, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, morphine, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) from (B)(6) 2004 to (B)(6) 2015. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("physical pain, pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cyst (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"), back pain ("back pain"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with carbamazepine (carbamazepin), venlafaxine and surgery (removal surgery scheduled on (B)(6) 2015 and on (B)(6) 2015: unilateral salpingooophorectomy right side). At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, pelvic infection, cyst, vaginal haemorrhage, depression, anxiety, nausea, fatigue, alopecia and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cyst, depression, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: she did not undergo essure confirmation test. Removal details :- (B)(6) 2015: unilateral salpingooophorectomy - right side insertion date discrepancy noted- (B)(6) 2004,(B)(6) 2002. Patient received treatment for pain, bleeding legacy device report num 2951250-2019-10187 medwatch 3500a MFR number . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2002: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: pelvic inflammatory disease, pelvic infection, vaginal bleeding, menorrhagia, depression, metal anguish, abdominal pain, tubo-ovarian abscess and pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('acute pelvic inflammatory disease'), tubo-ovarian abscess ('tubo-ovarian abscess') and pelvic infection ('pelvic infection') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tenderness, ventral hernia repair, obesity, hypothyroidism, opioid abuse, gonorrhea and flank pain. Concurrent conditions included low back pain, chest pain, allergic reaction to bee sting, throat tightness, redness, cellulitis, rash, vomiting, urinary tract infection, lower abdominal pain, cramp in lower abdomen, fever, chills, dysuria, hematuria, constipation chronic, ovarian cyst, bipolar I disorder, hypertension, migraine, headache, vaginal discharge, hernia repair, weight loss, leukocytosis, tobacco abuse, chronic bronchitis, carpal tunnel syndrome, cyst rupture, hemorrhagic cyst, ventral hernia repair, back pain, decreased appetite, edema, nabothian cyst, upper respiratory infection, cough, ear pain, runny nose, otitis and right lower quadrant pain. Concomitant products included amoxicillin, amoxicillin; clavulanic acid (augmentin), antibiotics, cefepime, doxycycline, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), levothyroxine, morphine, ondansetron hydrochloride (zofran), oxycodone, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) from january 2004 to july 2015. In january 2002, the patient had essure (ess205) inserted. In february 2004, the patient experienced pelvic pain ("physical pain, pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia),"), nausea ("nausea") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), tubo-ovarian abscess (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with carbamazepine (carbamazepin), venlafaxine and surgery (on (B)(6) 2015: unilateral salpingooophorectomy right side). At the time of the report, the pelvic inflammatory disease, tubo-ovarian abscess, pelvic infection, vaginal haemorrhage, menorrhagia, depression, anxiety and nausea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, menorrhagia, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, tubo-ovarian abscess and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: previously it was mentioned that she underwent an essure conformation test and now mentioned as follows:essure confirmation test(s) conducted, specify she did not undergo essure confirmation test. Removal details: (B)(6) 2015: unilateral salpingooophorectomy - right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2002: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic inflammatory disease, pelvic infection, vaginal bleeding, menorrhagia, depression, metal anguish, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via medical records: pelvic inflammatory disease,tubo-ovarian abscess, pelvic infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: pfs & mr received reporter information was added. Case become incident with new event added pelvic inflammatory disease, pelvic infection, vaginal bleeding,menorrhagia, depression, metal anguish, nausea abdominal pain. Severity added abdominal pain, pelvic pain. Outcome added abdominal pain, pelvic pain. Medical history, concomitant drugs, treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.